Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. Pre-dilatation was performed with 2.0x15 and 2.5x15 non-boston scientific (bsc) balloon catheter and inflated at 20 atmospheres. Following pre-dilatation, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the proximal stent strut was damaged. The procedure was completed with a 3.0x28 non-bsc stent. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2022 same as initial procedure date as the correct date was not provided.

Manufacturer narrative:
B3 - date of event: used 14jun2022 same as initial procedure date as the correct date was not provided. Device evaluated by MFR.: p select ous mr 32 x 3.00mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with proximal stent strut lifted. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. Pre-dilatation was performed with 2.0x15 and 2.5x15 non-boston scientific (bsc) balloon catheter and inflated at 20 atmospheres. Following pre-dilatation, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed, and it was noticed that the proximal stent strut was damaged. The procedure was completed with a 3.0x28 non-bsc stent. There were no patient complications reported and the patient status was stable.